Manufacturer narrative:
The driver's alarm history was reviewed and revealed a 4b alarm code which is recorded when the right drive pressure is too low for long enough to be a permeant time out. This confirmed the customer-reported issue of a fault alarm. During investigational testing, the driver showed lower cardiac output than expected but not low enough to generate an alarm. The root cause of the freedom driver exhibiting a fault alarm due to low cardiac output was determined to be a malfunction of the piston cylinder assembly. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup freedom driver.